Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a left cystoscopy, flexible ureteroscopy with homium laser, stent removal and exchange procedure in the left kidney performed on (B)(6) 2017. According to the complainant, during the procedure the fiber broke outside of the patient when it was removed after use and set aside to be used again. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.